Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 454 mg/dl and the cause was not known. During a pump system check, air bubbles were observed in the tubing. The customer removed the air bubbles. The non-tandem cannula was found to be bent and the infusion set was changed out. A bolus and insulin injections were used to address the bg level.